Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro began smoking in the patient's leg while it was not engaged. The harvester removed the device and unplugged it. A replacement device was used to complete the procedure. There were no patient complications reported by the hospital. The maquet territory manager reported that the hospital follows the IFU recommended cable sterilization procedures and the cable was used less than 20 times.

Manufacturer narrative:
Investigation results: the visual inspection of the silicone jaw boots showed that each had signs of clinical usage. Resistance measurements were within specification. The micro switch functioned properly when tested. The pre-cautery test results, using a reference vh-hemopro cable and power supply, showed that no electrical non-conformities were found on the device after several device activations. The device met electrical product specifications. The reported failure was not confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).